Event description:
It was reported that pump kept alarming, reservoir pump does not work. No patient injury was reported.

Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will reopen this complain for further investigation.

Manufacturer narrative:
Other text: additional information d5 h6. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4)3 .. No product sample was received; therefore, visual and functional testing could not be performed. Four pictures and one video were attached and reviewed. Picture one showed a cassette with focus on the upper part and a bag neck section, it was observed that the ag was protruding. The picture two showed pump with a cassette attached and the message ?sem reservatorio bomba a fuciona? Was displayed. Picture three showed a close-up, front view, of the top part of a cassette picture four showed a close-up of cassette with focus on the bag neck section, it is observed that the bag was protruding. The video attached showed a pump with a cassette attached paused, once the pump was initiated the alarm was activated. The complaint was confirmed. No product sample was received; therefore, visual and functional testing could not be performed. Issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Corrective and preventative action CAPA was opened on 09/sep/2021 to investigate the failure mode reported. CAPA was investigated.